Event description:
During a follow-up in clinic, loss of capture and failure to sense due to dislodgement was discovered on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.